Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm and power system error. The customer's blood glucose value was unknown. The customer stated that she had to change the battery 3 times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error was triggered. After disconnecting and reconnecting the internal battery connector at j6 the insulin pump was monitored and functioned properly. The insulin pump received with a scratched case, pillowing keypad overlay, and minor scratched lcd window.